Event description:
A discordant low immulite 2000 anti-thyroid globulin result was generated on one (1) patient sample. The laboratory repeated the sample and both results were sent to the physician. The physician questioned which result was correct. The laboratory repeated the sample and informed the physician that the low (<10) result was incorrect. There was no known report of treatment given or withheld based on the discordant anti-thyroid globulin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the reagent dual resolution dilutor, checked all alignments, the dispensing of the water and substrate pumps, wash station and the pmt voltage. Analysis of the instrument and instrument data indicated that the cause for the discordant anti-thyroid globulin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.